Event description:
It was reported that the atrial lead exhibited oversensing noise with inappropriate mode switch. No changes or interventions were performed; the lead will continue to be monitored. The patient was stable throughout.